Event description:
It was reported that a novum iq large volume pump was not infusing. This occurred during a 3% bolus of an unspecified medication. The issue was further described as, there was no drop in the chamber. However, the pump was still acting as if it was infusing. The pump was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.